Manufacturer narrative:
Although requested, patient information not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the infusion pump took longer than the expected 24 hours to infuse chemotherapy medication. The infusion was doxorubicin 16 mg, etoposide 80 mg, vincristine 0.6 mg in sodium chloride 0.9 % 500 ml infusion - every 24 hours @ 20.8 ml/hour over 24 hours. The infusion rates ranged anywhere from 21 to 26 ml/hour. Nursing would start a new bag and it would run initially at 20.8 ml/hour (or 21 ml/hour depending on where I look due to rounding). As the nurses realized they had more volume left later in the infusion they would change the rate per our protocol and infuse it faster to try and have it finish at the correct time. There was no reported patient injury.